Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble with their implantable pulse generator (ipg) because it was giving them an unusual action. It was further reported that the patient did not know if the ipg was still working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.